Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for over infusing. No physical damage was identified during the physical inspection. During analysis, the reported issue was unable to be duplicated. Accuracy test and all the functional testing were performed which passed. Based on the evidence, the complaint was not confirmed. During analysis, the event history log was reviewed. During the review, some invalid syringe size and syringe flange not in place was identified. Service replaced size pot and optocoupler for invalid syringe size and syringe flange not in place that were identified during the event history log review. Service performed a pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that over infusion was experienced. Overnight the 50 ml syringe pumped at 5 ml per hours and took 7 and a half hours to run instead of the programmed 10 hours. No adverse effects noted in patient.